Event description:
We are having problems with the shock pulses and doctor is complaining on how they work (not getting warm), and the difficulty in using. No harm to the patient. Patient scheduled procedure didn't change. No target temp. There are two parts: a non-disposable and a disposable. I would say the disposable is the problem.